Event description:
It was also noted the front panel did not work.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, g2 (unselect health professional). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. However, during device evaluation the issue 'front panel did not work' could not be confirmed. Based on the results of the investigation, a definite root cause of the events could not be determined. It is likely the no image occurs because electrical communication does not work properly due to the faulty video connector socket. Whereas, cause to front panel does not work issue could not be summarized. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center experienced image flashes. The issue occurred during preparation for use for a diagnostic laparoscopy procedure. The procedure was completed with another set of device. There were no reports of patient harm.